Event description:
The physician placed mayfield skull clamp on patient's head. The patient's head slipped out of the pins due to failure of the locking system. As a result, the patient sustained a 5 or 6 cm laceration. The physician repaired with staples. Further information was requested from the user facility and to date no additional information was received.

Manufacturer narrative:
The device was returned for investigation. As received the skull clamp was in good condition: the 80# torque knob tested in specification, the swivel base had little to no movement in the locked position and the locking index knob had a positive lock. When the unit was properly positioned, adjusted and locked, a condition that could cause a "slip" could not be duplicated. No repairs were needed and the clamp was returned to the hospital.